Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump stopped working with blank display and stuck button alarm and pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for blank display and the display returned after inserting a new battery. The battery cap contacts were not damaged or corroded. Troubleshooting was partially performed for stuck button and found pump was not exposed to change in altitude. The customer declined the troubleshooting for pump error 68. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the device. Product return is required for mmt-1884l.

Manufacturer narrative:
Pump received with an unresponsive keypad at the right arrow button. Unable to perform the displacement test, sleep current test, active current test and self-test due to unresponsive keypad. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 68 alarm found in the pump history file/trace. (4) stuck button error alarms found in the pump history file/trace on 07-jun-2025 started from 09:42:09 to 12:33:49. Pump was cut open to perform visual inspection and found¿corroded keypad traces.¿¿test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay, scratched case and minor scratched lcd window. Blank display not confirmed. Pump error 68 alarm was not confirmed. Keypad/button unresponsive/button error alarm due to corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.